Event description:
It was reported by service report that the siderail would not lock in the upright position and the bed had no power. It is unk to the customer if there was pt involvement or if there were adverse consequences.

Manufacturer narrative:
Timing link.